Event description:
Description of event according to article: the zenith tx 2 endograft was deployed into the exposed descending thoracic aorta landing zone in the proximal end distal to the left subclavian takeoff of a (B)(6) year old patient with stanford type b dissection. There were no technical issues with deployment, and there were no signs of stent compression initially. Stent graft malfunction was suspected when the pressure differences persisted between the left radial and left femoral arteries. The stent graft was assessed via transesophageal echocardiography. After intravascular ultrasound confirmation of the stent graft collapse, a zenith 38 x 152 mm non-tapered stent was placed after a coda balloon was used to dilate the collapsed stent graft. The in-stent device was deployed without technical difficulty in zones 3 and 4 of the aorta and was dilated by the coda balloon. Follow-up angiography and intravascular ultrasound revealed improved blood flow. However, the patient worsened postoperatively and developed sepsis, atrial fibrillation with rapid ventricular rate, acute kidney injury, and respiratory insufficiency which required mechanical ventilation, sedation, and a paralytic agent. The family decided to withdraw care 18 days post-surgery. The authors provided the following possible reasons for the stent collapse including a large mural thrombus at the proximal descending aorta, the acute angle of the arch to aortic descent, chronic nature of the dissection, failure of the stent to conform to the aortic wall, thrombus or compression from the surrounding false lumen. Patient outcome: the patient worsened postoperatively and developed sepsis, atrial fibrillation with rapid ventricular rate, acute kidney injury, and respiratory insufficiency which required mechanical ventilation, sedation, and a paralytic agent. The family decided to withdraw care 18 days post-surgery.